Manufacturer narrative:
The actual product sample was not returned for inspection. A photo was provided in its place. The picture shows a burned connector end of the power supplier cable just as reported. Based on the picture, the burning was a result of electrical short that originated from the pins of the connector causing a high current that melted the protective insulation and the connector. According to the information provided in the complaint, "the power supplier stays plugged in continually and then the monitor is attached when not in use", indicating the pins of the connector are continually exposed when not charging. Therefore, the pins are exposed to any potential static electricity as well as possible conductive particle or moisture that would go in contact with them and create a short. Other factor is, since the pins are so contiguous by design, they can in occasion bend and touch each other if the user does not align then properly with the connector on the monitor while connecting. However, the power supplier was not available for evaluation; therefore, the root cause of this complaint could not be pinpointed.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use with the listed device, a burning smell was noted. The power supply was unplugged. The following day, it was noticed that the power supply had been plugged in and the end that attaches to the monitor was completely melted and crumbling apart. The power supply was discarded. No adverse health outcome resulted from this event.